Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. While inserting the iab into the sheath, the iab began to unwrap. As a result, the iab was not used. Further details have been requested.